Event description:
Hlth care professional (hcp) reported a cracked venous header on a 24th use dialyzer found during pt use. Per hlth care professional, estimated blood loss = 250ml. Per the hlth care professional, no medical intervention or pt injury associated with this report.